Event description:
It was reported that guide wire detachment occurred. A 0.035 145 cm amplatz super stiff guidewire was used in a port placement procedure. Upon removal, the device became disassociated and it was noted that a small piece of wire was retained. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).